Manufacturer narrative:
It was reported a backup controller with failure of the "no power" alarm and date/time error. The controller, con211309, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed that the real time clock was reset to zero (year 2000). Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The reported failure of the "no power" alarm could not be confirmed, the alarm was able to sound when both power sources were disconnected. Additionally, the controller was able to retain the date and the time when the real time clock was adequately charged. The most likely root cause of the reported date/time error can be attributed to an extended period of time where the controller was not connected to an external power source, causing the real time clock to deplete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There are no apparent clinical causes for this event. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient came into the clinic for a routine visit and the backup controller had no sound with the date and time not stored. The backup controller was exchanged from stock with no reported consequences or impact to the patient. No additional information provided.

Manufacturer narrative:
The controller was not returned for evaluation.  The event reported as "the no power alarm was not sounding, and date and time was not stored"  could not  be confirmed. Log file analysis was not performed since the logs were not available; additionally, the reported inability of  the controller to store date and time could not be confirmed. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.